Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-05833 and 2134265-2015-05832. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view unspecified target lesion. During a percutaneous coronary intervention (pci) procedure, a black and white screen appeared, then suddenly pullback stop. The physician continue stenting without ivus. No patient complications were reported and patient's condition is fine.